Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a patient's mother that a vns patient's voice would not change when using the magnet. The patient had recently undergone vns revision surgery ((B)(6) 2011) in which the lead was placed at lower vagal nerve proximity. Post-operatively, patient again did well but this past december mom noted that whenever they used the vns magnet, the patient's voice doesn't change anymore. Further information was received from the area representative indicating high lead impedance was encountered (dc dc 7 on both system and normal mode diagnostics) and the patient's device was disabled by the treating physician. X-rays were taken and sent to the manufacturer for review. Review of x-rays indicated the generator to be in normal placement, filter feed thrus appeared to be fully inserted. The electrodes were visualized in the neck and appear in the proper orientation. There did not appear to be any gross discontinuities or sharp angles in the images provided. At the moment revision surgery is likely but has not been confirmed.

Event description:
Additional information was received from the area representative indicating the patient was scheduled to undergo generator and lead explant surgery. Information from the explanting hospital indicated the patient was explanted of both generator and lead due to "excessive scarring around the vagus nerve which caused high impedance" and the patient was not implanted with another system.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Confirmation was made by the treating nurse of the explant surgery and the explanted devices were returned to the manufacturer for analysis. Analysis of the returned generator indicated the pulse generator performed according to functional specifications. Analysis of the returned lead indicated breaks were identified in the negative coil. Scanning electron microscopy images of the negative broken coil ends show that pitting or electro-etching conditions have occurred at the coil ends. However, due to metal dissolution and surface contamination, the fracture mechanism cannot be determined. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.